Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain, dislocation and limited activities. After review of medical records, the patient was revised for failed left hip tha. Operative note reported, there was no significant inflammatory change in the synovium. There were no other events reported in the medical records. Doi: (B)(6) 2000 (unk cup). Doi: (B)(6) 2004 (head and liner). Dor: (B)(6) 2005. Left hip.